Event description:
Subsequent to the previously filed report, additional information was received that the procedure was completed after this failure to cross the lesion. No other attempt was made to stent the predilated, calcified lesion. Additional information was received which indicated that this complaint is a duplicate of cn-337875, previously filed under MFR# [2024168-2026-00013]. The complaint was confirmed to be a duplicate based on the following information that matched: account number, procedure date, device lot number, physician name, target vessel, event details. No additional information was provided.

Manufacturer narrative:
Correction: this event, (B)(4) has been identified as a duplicate of (B)(4) and the investigation will be completed under (B)(4).

Event description:
It was reported that several attempts to pass the 3.5x23 mm xience skypoint stent delivery system (sds) through the non-abbott guide catheter extension were made during the percutaneous coronary intervention in the right coronary artery. After multiple unsuccessful attempts, the physician removed the undeployed sds from the body when it was noted that the stent was no longer on the sds. After the undeployed stent was not found in the patient under fluoroscopy, the non-abbott guide catheter extension was removed and the undeployed stent was found inside the tip of the non-abbott guide catheter extension. The stent was removed from the non-abbott guide catheter extension and was found to have a small fracture on the stent itself. The procedure was completed with another abbott stent. No patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.